Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h2, h3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it is likely that the error code e103 occurred, and the main lamp does not light up are due to a failure of the power supply unit. However, the root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the visera elite xenon light source had main lamp e103 ignition error and it was working with spare lamp. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Full name e1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.